Event description:
A misalignment in the touch position was noted during periodic maintenance by the service engineer (se). No patient involvement. The se attempted calibration but it was not resolved. The se replaced the touchscreen and the issue was resolved. The part has been received, however, root cause analysis at the component level is pending. A supplemental report will be submitted when the part is evaluated.

Manufacturer narrative:
Reporting address state & institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
H10: the ul_lr / ur_ll resistances are out of specifications, multiple readings are close to the upper limit which may contribute to unresponsive regions on touch screen. Verified customer complaint of touch screen out of specification. Fault are found on this returned touchscreen.